Event description:
During an article review ("results of elective and emergency endovascular repairs of popliteal artery aneurysms" journal of vascular surgery 2013, authors: magdiel trinidad-hernandez, md, joseph j. Ricotta ii, md, peter gloviczki, md, manju kalra, mbbs, gustavo s. Oderich, md, audra a. Duncan, md, and thomas c. Bower, md) two early graft occlusion events were identified. The article refers to a retrospective review of clinical data of patients treated with endovascular popliteal artery aneurysm repair (evpar) between 2004 and 2010. During the 6-year period, 31 paas were treated in 25 patients with a mean age of 81 years. As reported "one type I proximal endoleak was found on follow-up cta at 6 months. This was successfully treated with placement of an additional proximal stent graft. The aneurysm size remained stable at 6 months, and no further endoleak has developed."